Manufacturer narrative:
The lot number for the malfunction was not provided, therefore a lot history review was not performed. The device was returned for evaluation and the investigation confirmed for burst. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that an unknown hickman dialysis catheter allegedly experienced an unspecified failure. It was later found when the device was evaluated that it experienced a burst. The information came form a single source. The malfunction involves a patient with no patient consequences. The patient's age, weight, and gender were not provided.